Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyglass ds controller was used during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed in the common bile duct (cbd) on (B)(6) 2021. During the procedure, the spyglass ds controller powered on but no light was visible on the front panel. The controller was rebooted, the lights flashed and turned off. A spyscope catheter was plugged in and the spyglass ds controller did not recognize the scope. The spyglass ds controller was retested; however, the controller still did not work. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.